Event description:
It was reported that the alarm had no audio. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 6/14/2025. D3 manufacturing plant address, city, country, postal code corrected. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The issue was replicated through alarm checks. The cause of the customer reported issue was a damaged printed circuit board assembly (pcba). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pcba, calibrated the unit, and the pump passed all functional tests and performed as intended after repair.